Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The reported problem could not be duplicated. The high voltage cable and the interconnect cable were checked. The system was tested and operates as intended.